Manufacturer narrative:
A review of the device history record indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there are no additional complaints associated with the lot for the reported issue. Four samples were received for evaluation. The returned samples were visually inspected. One of the blades was found conforming, one blade was found non-conforming with a damaged tip, and two blades were found nonconforming with a damaged tip and damaged cutting edges. All four septum's were found non-conforming with cuts. The conforming blade was then tested for penetration and was found conforming. The exact root cause for the damaged blades could not be determined from the investigation performed. The damage to the returned blades is consistent with damage that can occur when the blade contacts a hard surface such as the protective cap, improper handling, or contact with another instrument during surgery or set-up. A possible root cause related to the manufacturing process of the valves has been identified for the non-conforming septum's. All trocar blades are 100% inspected. Any nonconformance's, such as damaged tips and cutting edges, are removed from the lot and scrapped. An investigation has been completed and actions are presently being implemented in order to improve the performance of the valves. Complaints are reviewed and monitored at regular intervals to evaluate effectiveness of actions taken. No additional action is required at this time. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported that it was difficult to insert the trocar cannula and severe leakage occurred. The procedure was completed without product replacement. There was no patient harm. The product sample has been requested for evaluation.